Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication sled was defective. A field service engineer upon arrival the issue could not be recreated. The station did not connect on battery, station not run if power was lost need to replace comm sled to verify battery function. Replaced comm sled and problem was resolved, tested good when power cord was removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely down. The customer had tried flipping the power button and checking the plugs but could not identify any issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.